Event description:
A report was received that the patient was experiencing abdominal pain whenever the stimulation was on or off. It could not be determined if it was device or stimulation related. It was also reported that the patient had a mass in the stomach. The patient was admitted in the hospital.

Manufacturer narrative:
Additional information was received that the patient had a CT scan and colonoscopy procedures. The patient had a reprogramming and no additional information and action will be taken.

Event description:
A report was received that the patient was experiencing abdominal pain whenever the stimulation was on or off. It could not be determined if it was device or stimulation related. It was also reported that the patient had a mass in the stomach. The patient was admitted in the hospital.